Manufacturer narrative:
Report required by FDA for eua. Report required by FDA for eua. Relates to 3014862188-2022-00490: report 2 of 2 ((B)(6)).

Event description:
User reported false positive result. Negative by pcr. This is report 1 of 2.